Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient was feeling erratic and unwell (dizzy and can¿t make reasoned with). The patient was taken to the hospital, monitored and treated there with unspecified medication. The cgm was reading 3.7 mmol/l and the blood glucose reading was 0.1 mmol/l. The patient was discharged the following morning. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was normal. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.